Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion, located in the mildly tortuous right coronary artery, was predilated with a 3.00 x 6 mm non-compliant balloon. A 3.00 x 12 mm promus elite was deployed successfully at 11 atm and post dilated with a 3.00 x 8 mm non-compliant balloon at 13-14 atm. A type b dissection was then noted at the proximal edge of the stent. The patient experienced slow flow and changes in ECG. The dissection was covered with a 3.00 x 12 mm drug eluting stent and the procedure was completed. The patient was stable and fully recovered after the procedure.